Manufacturer narrative:
The following report is being submitted to relay corrected information. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial ankle arthroplasty and subsequently experienced lateral and medial surgical wound dehiscence and infection. Antibiotic therapy, washing and medication were prescribed. No additional information is available from the event

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). Concomitant medical products: 00830004400 tm ankle tibial base size 62890541; 00830002400 tm total ankle talus sz 4 62912532. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01558, 0001822565-2019-01560.

Event description:
It was reported that the patient under went and initial shoulder arthroplasty and subsequently experienced lateral and medial surgical wound dehiscence and infection. Antibiotic therapy, washing and medication were prescribed. No additional information is available from the event.

Event description:
No additional information is available to report.

Manufacturer narrative:
The following report is being submitted to relay additional information received: corrections: device expiration date, device remains implanted, dom. The complaint cannot be confirmed as no medical records were provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.